Event description:
The customer stated that he tested his blood glucose using his breeze meter and rec'd a reading in the 300's (mg/dl). He then tested using his dr's accu-chek meter and received a reading in the 150's (mg/dl). The customer did not allege any adverse events. The meter and test strips are to be returned for evaluation, and replacement products will be sent.